Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653. Lot#: 3194166. It was reported by the customer reported syringe is still factory sealed but dirty-did not leave branch, was never opened/used. Verbatim: rcc received a complaint via email. Email(s) attached product description:50ml syringe. Syringe is still factory sealed but dirty-did not leave branch, was never opened/used. Lot number: 3194166.

Manufacturer narrative:
Pr 9838613 follow up for device evaluation. It was reported the syringe is sealed but dirty. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the outer wall of the syringe barrel luer there is lubricant from the molding process. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if, after a repair or schedule maintenance to the molding equipment, cleaning was not effective. A device history record review was completed for provided material number 309653, lot 3194166. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 309653, lot#: 3194166. It was reported by the customer reported syringe is still factory sealed but dirty-did not leave branch, was never opened/used. Verbatim: rcc received a complaint via email. Email(s) attached. Product description:50ml syringe. Syringe is still factory sealed but dirty-did not leave branch, was never opened/used. Lot number: 3194166.